Event description:
The caller reported experiencing high bg levels (447-900mg/dl) while wearing a pod. A pod occlusion was reported, but it is unknown whether there was blood or a kink in the cannula. After not feeling well, the customer visited the hospital and was admitted. The pod was removed at the hospital and insulin was administered via injection to counteract her high bg's. No pod will be returning for evaluation as it was discarded at the hospital.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.